Event description:
The patient underwent stenting of the right supraclinoid segment of the internal carotid artery (ica) and due to the length of the case coiling of the aneurysm was postponed. The patient awoke from anesthesia without immediate complications and was discharged the next day. It was reported that two days post procedure, the patient presented with deep vein thrombosis (dvt) at the groin and thrombectomy was performed using angiojet. The patient had progressive difficulties with severe abdominal pain and right lower extremity pain. Post the angiojet procedure, the patient had a severe headache and mental status declined. A bleed was found in the central nervous system (cns). The patient had suffered an acute parenchymal hemorrhage involving the right cerebral hemisphere with a subarachnoid hemorrhage with mass effect, and the patient died after midnight on the second day of admission from the dvt. The exact date of the patient's death is unknown. It was reported that the patient died secondary to the cns bleed.

Event description:
The patient underwent stenting of the right supraclinoid segment of the internal carotid artery (ica) and due to the length of the case coiling of the aneurysm was postponed. The patient awoke from anesthesia without immediate complications and was discharged the next day. It was reported that two days post procedure, the patient presented with deep vein thrombosis (dvt) at the groin and thrombectomy was performed using angiojet. The patient had progressive difficulties with severe abdominal pain and right lower extremity pain. Post the angiojet procedure, the patient had a severe headache and mental status declined. A bleed was found in the central nervous system (cns). The patient had suffered an acute parenchymal hemorrhage involving the right cerebral hemisphere with a subarachnoid hemorrhage with mass effect, and the patient died after midnight on the second day of admission from the dvt. The exact date of the patient's death is unknown. It was reported that the patient died secondary to the cns bleed.

Manufacturer narrative:
Upn - correction. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the neuroform device malfunctioned. However, hemorrhage and patient outcome of death are known and anticipated complications associated to these types of procedures and are listed as such in the device direction's for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.